Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. Boston scientific technical services (ts) noted there was apparent cross chamber morphology from atrial pacing in the ventricular chamber which was not sensed. Moreover, the health care professional (hcp) also suspected undersensing. In addition, boston scientific technical services (ts) discussed possible atrial or ventricular lead dislodgement causing this behavior and could bring patient to attempt to reproduce this behavior with patient isometrics and pocket manipulation. Also, advised to reproduce noise then do simultaneous commanded atrial and ventricular lead impedances. As of this time, the lead remains in service. No adverse patient effects reported.